Event description:
The customer reported a liquid leak was observed underneath the shear valves and onto the counter top of the coulter lh 780 hematology analyzer. The leak was not contained. The operator was wearing personal protective equipment (ppe) consisting of gloves and lab coat at the time of the incident. The customer cleaned the area wearing ppe and requested service for the unit. Patient samples or results were not reported to have been affected by the leak. No injuries occurred and medical attention was not sought. The customer did not report exposure (splashed or sprayed) to mucous membranes or open wounds. On the day of the event, a field service engineer (fse) was dispatched and replaced the drain tubing under the retic and diff chamber to resolve leak issue. The drain tubing from the retic and diff chambers carry control material, pak reagents, blood, diluent and clenz reagent. Root cause of the event is attributed drain tubing from the retic / diffential chambers.

Manufacturer narrative:
(B)(4).